Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 failing patient side occlusion. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has an 8100 module failing patient side occlusion. Sn: (B)(4). Case resolution: biomed has replaced pressure sensors and still getting a low reading. Binary sensor task shows the patient side pressure voltage always higher then bottle side. Recommended to replace logic board. Biomed will conduct repair and call back if further assistance is needed. (B)(4).